Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report that two cartridges had leaked over the previous few days. Lot numbers were obtained for the cartridges and the connector adaptor. The patient replaced the cartridge and tubing without requiring assistance; however, during the call it was identified that the cartridge had been connected to the connector outside of the device. The patient was educated that this user error could have caused the leaks and was instructed to insert the cartridge into the chamber before attaching the adaptor and infusion set, which the patient understood. At the time of the call, blood glucose levels were elevated and had remained out of range for approximately eight hours. The elevated blood glucose was addressed by changing the set, and the device alerted for high blood glucose. No outside assistance or medical intervention was required, and the patient did not experience any symptoms. The patient was advised to monitor blood glucose levels, and follow-up calls were conducted. During follow-up, blood glucose levels remained high but began trending downward. The patient performed manual blood glucose testing, recalibrated the continuous glucose monitor, and subsequent readings confirmed a downward trend. During the final follow-up, blood glucose levels returned to range and briefly dropped below range, which the patient corrected, with levels trending upward by the end of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.